Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a randomized controlled trial of fixed- versus mobile-bearing total knee arthroplasty a follow-up at a mean of ten years" written by m. P. Abdel, m. E. Tibbo, m. J. Stuart, r. T. Trousdale, a. D. Hanssen, and m. W. Pagnano published by the bone and joint journal 2018 was reviewed. The article's purpose was to determine whether there is a difference between fixed and mobile bearing versions of a contemporary tka with respect to durability, range of motion and function, ten years post operatively. Data was compiled from a total of 169 patients divided into corresponding groups for tibial components utilized: all poly (53), modular metal backed (61), and mobile bearing (55). Cement manufacturer not identified and patella resurfacing was performed. Depuy products: sigma knee systems (fixed, hinged, and rotating platforms) including patella adverse events: tibial plate loosening interface unknown (treated by revision) femoral component loosening interface unknown (treated by revision) patella loosening interface unknown (treated by revision) infection (treated by two stage revision with removal of all components and/or debridement and poly exchange) osteolysis by radiographic detection (although not stated this is commonly associated medically with poly materials - no mention of poly wear or debris within the article) patellar fracture by radiographic detection (no indication of treatment provided and no further information provided such as root cause).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.